Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: (B)(4). Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 582198. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the loss of therapy and return of their parkinsons disease symptoms. Functional testing of the device revealed high impedances on all the left side of contacts. The patient underwent a procedure where it revealed the lead extension had a break at the insertion point to the implantable pulse generator (ipg). The physician port plugged the damaged lead extension and switched the functioning side of the lead extension to the ipg before completing the procedure. The patients dbs system remains implanted, was successfully reprogrammed. Additional information was not provided despite good faith efforts.